Event description:
It was reported that the patient presented to clinic for follow up. Device interrogation revealed increase in capture threshold. Programming changes were performed to resolve the issue. The patient condition was not known.

Event description:
Additional information received notes that the patient was asymptomatic and was doing fine after the changes.